Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02800 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.97 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.